Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to omsc. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the subject device tested positive for unspecified microbes from the sample collected from the channel of the subject device. The user facility did not provide other detailed information such as the number and the type of microbes. The device had been manually reprocessed using peracetic acid. Olympus china checked the subject device and found following. There was water leakage on the instrument channel and the bending section rubber. The light guides were broken. The light guide lens and the objective lens had been damaged and cracked. There were scratches on the universal cord and the remote switches had. The endoscope connector had been corroded. There was no report of infection associated with this report.